Manufacturer narrative:
The field applications specialist (fas) decontaminated the water supply. The calibration failed. They then replaced the detergent valves, compressor membrane, and rinse station; cleaned the dispensing divider; verified the gear pump pressure and rinsing levels; cleaned the dispensing divider; lubricated and adjusted the sample pipette mechanisms; verified the detergent aspiration; and performed calibration and qcs with acceptable results. The investigation determined the event was consistent with an instrument-related cause. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results from twelve urine patient samples tested on the cobas 4000 c311 stand alone system. The following examples of discrepant results were provided: on (B)(6) 2025: sample 1 the initial result was 484 mg/l. The repeat result was 61 mg/l. Sample 2 the initial result was 194 mg/l. The repeat result was 61 mg/l. Sample 3 the initial result was 181 mg/l. The repeat result was 91 mg/l. On (B)(6) 2025: sample 4 the initial result was 143 mg/l. The repeat result was 54 mg/l. The elevated initial results were not reported outside the laboratory as they did not coincide with the patient's clinical histories. The repeat results were deemed correct. The field service engineer (fse) inspected the analyzer and found the gear pump head's pressure incorrect and fluctuating. He also found leakage in the sample pipette wash station. The fse replaced the gear pump head and valve; repaired the wash station; cleaned the tubes; and verified all the other parts were working according to specifications. He also performed the six-month preventive maintenance. The issue was not resolved. On (B)(6) 2025: sample 5 the difference between the initial and repeat results was 397.000 mg/l.

Manufacturer narrative:
The reagent lot number is 80430201 with an expiration date of 30-sep-2025. The 10-jan-2025 calibration data was flagged; the recalibration was acceptable. The 16-jan-2025 qc data showed one level of qc was unstable with an out-of-range result; the other level was acceptable. The investigation is ongoing.